Event description:
Sales rep reported on behalf of the surgeon that an exeter stem fractured about 1 year after implantation. It was revised on the (B)(6) 2012. Further info received on (B)(6) 2012 indicated that a stem-graft and cement were removed, a long uncemented zweymuller implant was implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.